Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. It also states that the keypad button was not working. Troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no critical pump error, however insulin pump received with moisture damage on electronic assemblies. Insulin pump received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Insulin pump properly tested with displacement test and self test. No button error alarm noted upon testing.